Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided, the reported paravalvular leak (pvl) that required reintervention was likely related to patient anatomy. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a calcified annulus and left ventricular outflow tract (lvot) moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed. Four months post implant a vascular plug was implanted reducing the pvl to mild. No further treatment was prescribed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.